Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
Information was received in maude event report. It was reported the arterial line was placed into the male patient's artery on (B)(6) 2014 and was removed due to leakage on (B)(6) 2014. The arterial line was leaking and not reading correctly. When the nurse went to discontinue the line it was noted blood was leaking from the insertion site. The arterial line was removed and the clinician noted the full 1 1/2" catheter was not intact. An x-ray was taken and noted: 3.5cm linear foreign body in the lateral volar aspect of the left wrist, consistent with volar aspect of the left wrist, consistent with retained catheter fragment. The retained piece was surgically removed from the patient and there have been no complications reported. The patient was discharged and no issue from the catheter was noted. The hospital has the remaining hub but will not return it for evaluation.